Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. It was reported that the patient was found unconscious by someone and the ambulance was called. The patient stated they were found about two hours after they had lost consciousness. The last they remember was the cgm displaying 103 mg/dl. The patient was treated with glucose IV by the paramedics and did not go to the hospital. At the time of the event, the patient was doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.